Event description:
Alcon's restor lens is flawed and immature technology requiring that the FDA pull its certification until the bugs, and procedures are worked out before too many people are hurt. The restor lens is supposed to provide both near and far vision. Alcon claims that a majority of restor pts -99 out of 100- enjoy good distance vision and 97 out of 100 enjoy good near vision; few - less than 5 out of 100- require reading glasses more than half of the time for close-work. Reading glasses may be needed in low lighting for your best focus. I must be one of the 5 that has lost near vision as a result of the lens. After spending and eleven mos for the installation of the restor lens, I have ended up with the same capability of a mono-focal lens. When it became apparent that my vision was not working out as planned, it was thought that the problem was the position of the lens. The MFR requires that it be placed within 1.5 mm of center. Mine was positioned 1 mm of center. And add'l surgery was performed in an attempt to reposition the lens. Unfortunately too much time had elapsed and the lens was partially attached to the eye. Only the vertical position was corrected. If more precise centering is required on the restor lens, the MFR must state the tighter requirement along with add'l instructions that centering surgery must be performed before the lens attaches to the wall of the eye. Dates of use: early 2008 to present. Diagnosis or reason for use: cataract in right eye.